Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The device was not returned for analysis; therefore, the specific damage could not be assessed.

Event description:
The procedure was coil embolisation of renal artery aneurysm that was not tortuous but the level of calcification was unknown. The patient was a female of unknown age. Dob and weight unknown. During the procedure, when the introducer sheath of the deltapaq(cdf100308-30/c12014, complaint product) was inserted through an unspecified y-connector and the introducer tip was seated into the hub of the unspecified microcatheter(virtus/kawasumi laboratories, type unknown), it got stuck at the hub of the microcatheter and the distal portion of the microcoil was damaged. It hasn¿t verified, but according to the physician, during that time, the introducer sheath tip might have not been attached firmly to the microcatheter hub. Therefore the deltapaq was safely removed from the microcatheter and was replaced for a new one(cdf100308-30, lot unknown) which was made all way through the same microcatheter. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. It is unknown if the microcatheter was re-shaped or not. The complaint product is unavailable for evaluation. No additional information is available.